Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient¿s device wasn¿t targeting their pain a couple of years ago in 2013. The issue was resolved when the patient met with a manufacturer representative and had the stimulation moved down. The patient reported that then they ¿cut on¿ the device and let it run for a period of time, it causes more pain on than it does when it¿s off. The patient stated that they ache and ache when the device is off for a long time. The patient also reported that they couldn¿t charge their ins and that they saw a ¿call your doctor¿ code on the ins recharger. The patient reported that they met up with a manufacturer representative in 2015 and got the ins charged. The patient reported that after that, the ins battery would run out more quickly since and the charge wouldn¿t last as long as did before. The patient noted that it would take a really long time to charge and they would sleep on their charger sometimes. No further complications are anticipated.